Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the service technician stated that visible foam particles were observed, and the foam insulation was replaced to resolve the issue. Additionally, a non reportable internal battery depleted error code was found in the device's error log along with another non reportable check circuit error code. The service technician states that the internal battery was charged, and the tubing was checked. The service technician also states the handle o rings and the rubber feet need to be replaced. Dust was found on the blower box. The micron filter needs to be upgraded on the internal tubing because the flow sensor assembly is missing. The 100 tubing kit needs to be replaced due to foam contamination. The motor blower assembly needs to be replaced due to overage on hours and foam contamination. The customer requested that the unit be returned unrepaired. No further investigation is required.